Event description:
Information was received indicating that during use of this smiths medical cadd legacy pump, the pump exhibited error code "no disposal" alarm. It was reported that the patient was able to successfully switch to back up pump and continue infusion. No patient injury reported.